Manufacturer narrative:
The cec has adjudicated this event to be related to device, not related to procedure and drug.

Manufacturer narrative:
Pt age: patient year of birth valid only. (B)(4).

Event description:
During the index procedure three in.pact admiral drug-eluting balloons were used and ev3 protege stent was implanted in the proximal and mid sfa. It is reported that approximately 21 months post index procedure the patient suffered 70% restenosis and underwent revascularisation to the sfa (l1). Pta of the sfa (l1), tibio-peroneal trunk and posterior tibial artery occurred. Three non-mdt balloons were used. Investigators indicated that the event was not related to the study device, procedure or paclitaxel. It is reported that the event was resolved.